Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 263 mg/dl. The customer treated with manual insulin injections. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that insulin was squirting out during manual priming from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be protruded. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the insulin pump and passed. Unable to perform prime test due to motor error alarms. Insulin pump was unable to verify motor error alarm due to motor error. Insulin pump received with detached end cap, missing end cap sticker, minor scratches on lcd window, cracked case at display window corners, case at reservoir tube corners, reservoir tube window, battery tube threads and broken reservoir tube lip.